Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 20:08:57. During night drain cycle 10, the patient's ultrafiltration reading was 1678ml, indicating the home patient (hp) drained 1678ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. Review of the device?s event log revealed that the user drained 2664 ml during drain 11 of 11 and that the device was powered off before the end of the last drain. The actual drain volume of 2664 ml is 121% of the largest prescribed fill volume (lpfv) of 2200 ml; therefore, this incident does not meet increased intra-peritoneal volume (iipv) criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.